Event description:
It was reported that a clearlink system continu-flo solution set leaked from the clave just distal (after) the roller clamp on the tubing set during intralipids infusion. The device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d4. Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between 2/21/2025 to 02/22/2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage test under water were performed, and it was noted that there was a leak observed in the second y-site clearlink. An autopsy was performed in the second y-site clearlink, and it was noted that there was a hole in the gland. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.